Manufacturer narrative:
According to the customer on (B)(6) "we did have a 30ml syringe that came in one of our custom packs, dynj84310, that cracked during a surgical case. The patient was not affected, it was during the end of the case". A sample is not available for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the customer on (B)(6) "we did have a 30ml syringe that came in one of our custom packs, dynj84310, that cracked during a surgical case. The patient was not affected, it was during the end of the case".